Manufacturer narrative:
The device was evaluated by olympus and the reported issue was not confirmed. The angle wires were stretched. The adhesive part on the bending rubber was worn out. The resin part was cracked (due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling). There were defects of the universal cord/distal end/ connector/control section/related parts due to damage or deformation due to physical stress (caused by handling) and deterioration or discoloration due to chemical stress during reprocessing (caused by handling). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a suspected foreign body in the duct. No patient injury or procedure impact reported. The scope had been recently sent in for the same issue and the defect was still present. During the evaluation of the device, it was noted foreign material was exiting from the air/water nozzle due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting from the air/water nozzle due to insufficient cleaning noted at estimation. This complaint is related to patient identifier: (B)(6) (evis exera iii gastrointestinal videoscope, gif-hq190, s/n (B)(4)).

Event description:
Additional information was received from the customer. The issue was detected during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer and a correction to the device evaluation. The device was evaluated by olympus and the reported issue was not confirmed. The air/water tube had foreign objects. Due to wear of the angle wire, the bending angle in the up/down, and left directions did not meet the standard value. Due to wear of the angle wire, the play of up/down/right/left knobs were out of the standard value. The air/water cylinder and suction cylinder had discoloration. Scratches were found in multiple locations on the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the air/water channel was unable to be identified. Olympus will continue to monitor field performance for this device.